Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote monitoring system associated with this implantable cardioverter defibrillator (ICD) indicated a possible device anomaly. Additional information was received indicating the device and right ventricular (rv) lead had exhibited chronic low out of range pace impedance measurements. The plan was to continue to monitor the system. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) system continued to display low out of range pacing impedances of less than 200 ohms in the right ventricle (rv). As a result, the decision was made to explant and replace this crt-d, and cap the pace/sense portion of the associated rv lead. The shocking portion of the associated rv lead remains active and a new rv pace/sense lead was implanted. No additional adverse patient effects were reported.